Event description:
It was reported that the device was leaking and there was an error. There was no patient injury reported.

Manufacturer narrative:
The enclosure cracked near the drain fitting causing the device to leak. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Brand name, common device name, operator of device, and report source are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).